Event description:
It was reported that the physician's handheld battery would no longer hold a charge. It was reported that the issue may be related to the serial cable; however this has not been confirmed. The hand held is typically stored on a shelf at the physician's office. The handheld has not yet been returned for product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Serial number - corrected data: the initial report inadvertently listed the incorrect serial number. Device manufacture date - corrected data: the initial report inadvertently listed the incorrect manufacture date.

Event description:
The handheld and flashcard were returned on (B)(4) 2012 and product analysis has since been completed. An analysis was performed on the returned flashcard and no anomalies associated with the flashcard software or databases were identified. The flashcard and software performed according to functional specifications. Product analysis on the returned handheld found no anomalies associated with the main battery. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No other anomalies were identified.